Event description:
It was reported that the clip was found broken during uploading into the applier prior to the patient. Then changed to a new device. There was no adverse impact to the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m1800443 was manufactured on 12/17/2018 a total of (B)(4) pieces. Lot was released on 12/21/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with two broken clips and no intact clips remaining. The clips appear used as there is biological material present on the clips. The two broken clips were removed from the cartridge for further visual examination. One of the clips was broken in half at the hinge. The other clip exhibited a staggered break where it was broken in the middle of the outer hinge and also broken on one side of the inner hinge span. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file anp1900073835 for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Two clips were returned broken at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned with two broken clips and no intact clips remaining. One of the clips was broken in half at the hinge. The other clip exhibited a staggered break where it was broken in the middle of the outer hinge and also broken on one side of the inner hinge span. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken during uploading into the applier prior to the patient. Then changed to a new device. There was no adverse impact to the patient.